Event description:
The user facility reported that a patient presented for percutaneous coronary intervention (pci) and impella cp placement due to severe left main lesion. Pci was performed and an impella cp was placed. During impella cp support, there was a clinical call reporting purge system fluctuation. The nurse reported decrease in purge flow. No active alarms were noted. Purge fluid remained 5% dextrose in water with bicarbonate. No kinks were observed. During the call, purge flow/purge pressure was returned to baseline. Additionally it was noted that the pump was repositioned due to hemolysis. The patient remained on support for a total of 32.95 hours and was weaned and explanted successfully. Additional information was received. The product was discarded.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hemolysis: clinical details noted that pump was repositioned under echo a few hours in to support due to hemolysis and p-level was turned down to p-5. Data logs were reviewed and lt logs showed no motor current spike to indicate ingestion or positioning alarms. Brief instance of suction alarms for a few minutes then resolved on its own. The cause of the hemolysis could not be determined as no product was returned and limited clinical details were provided. Purge pressure high: clinical details noted that purge flows were decreased with no active alarms. Purge flows and pressure returned to baseline on its own. Data logs were reviewed and lt log shows a gradual but choppy rise in purge pressure over approximately 30 minutes before a singular "purge system blocked" alarm, indicating a possible gradual buildup of biomaterial on the purge gap. Then a sudden resolve in purge pressure and increase in purge flow occurs with no change in motor current or pump flows, indicating possible cause of increase in purge pressure due to kink in the purge line. No motor current spike at time of purge pressure rise was observed. The cause of the high purge pressure could not be determined as no product was returned and data logs do not show a consistent cause of the increase in purge pressure. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Section h6 codes were updated.